Manufacturer narrative:
It is not known what role, if any, the lava ultimate crown played in the reported extraction. Other factors, such as the prior tooth history of recurrent decay or patient oral hygiene, may have played a role in the reported outcome.

Event description:
On (B)(6) 2016, a dentist reported the case of a (B)(6) female patient who required extraction of tooth #15. This tooth had a lava ultimate cad/cam restorative for e4d crown which had been placed on (B)(6) 2012, because a prior restoration had recurrent decay beneath it. On (B)(6) 2015, the tooth was extracted because the dentist indicated the crown was loose and recurrent decay to an extent that made the tooth non-restorable was present. No other treatment notes were made available to 3m for this patient that cover the time period between crown seating and extraction.